Event description:
The reporter stated that her husband did back to back testing, one after the other, using different fingersticks and strips. His results were 196, 146 and 172 mg/dl. He did not have any symptoms. A control test was not done due to lack of supplies. The lifescan rep reviewed qc procedures and discussed meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8